Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Medical record review vena cava filter was deployed infrarenal for deep venous thrombosis of the left leg. Approximately four years eight months post filter deployment, patient presented for cardiac evaluation and to get a second opinion about the filter. Filter retrieval was discussed and patient decided against retrieval. Approximately five and a half years post filter deployment, CT abdomen revealed a vena cava filter with no evidence of perforation, tilt or break. No detachment or evidence of any migration. Few of the struts were seen projecting beyond the wall of the inferior vena cava without any hematoma or fibrosis. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Therefore, based on the provided medical records, the investigation can be confirmed for perforation of the ivc. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with or before orthopedic procedure. At some time post filter deployment, it was alleged that the filter was embedded. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.